Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer's basal programming was not saved. The customer reported that ever since they started using this new 670g insulin pump, the blood glucose was not in the normal range. The customer's blood glucose at the time of the high blood glucose event was 287 mg/dl. Troubleshooting was performed and the customer indicated that the insulin pump was in manual mode and there were no air bubbles or any leaks present and the cannula was straight. The insulin pump will not be returned for analysis.